Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced hypoglycemia due to inaccuracies in sensor readings.

Manufacturer narrative:
User did not provide any further details like date and time of the event, and glucose values. The date of event was assumed to be the date when the event was made aware (10 jan 2022). Per dms, user received a low glucose alert on (B)(6) 2022 at 1:42 pm. No further investigation was possible for this complaint. Per case notes of associated sensor inaccuracies case (complaint: (B)(4), there was some instability in the system which later stabilized with good agreement in bg/sg values. There was no indication of any malfunction with the system. Case was created delayed as adc did not create pm when requested back in january. L2 process will be to create any missing pm and send back to country. No resolution was possible for this complaint due to lack of information/ response from the user. D2. Product code updated to qhj. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.